Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from a patient receiving saline via an implantable pump for spinal pain. It was reported the patient had an magnetic resonance imaging (MRI) of their knee today, and the MRI tech reading the pump was not seeing a pump motor stall. The patient stated the only motor stall they were reading was from the last MRI they had on (B)(6) 2020 where the pump stalled for 24 hours. The patient was currently reading code 117. Troubleshooting was not required. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare professional (hcp) to further address the issue. The patient stated saline was in the pump and they took the medication out before the september MRI and the saline was on a low titration like "0.23 mg/day). The code 117 was reviewed. No symptoms or patient complications reported.